Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. In (B)(6) 2021, the patient¿s son found the patient diaphoretic and unresponsive. Emergency medical services (ems) were called and the patient¿s receiver displayed 47 mg/dl. The patient was treated with glucagon then a blood glucose (bg) was performed which was 29 mg/dl. The patient was transported to the hospital where she received additional glucagon, monitored, and released from the emergency department (ed) later that day. The sensor insertion site, date, time the patient regained consciousness, or other event details were not provided. At the time of the report, the patient as doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. In (B)(6) 2021, the patient¿s son found the patient diaphoretic and unresponsive. Emergency medical services (ems) were called and the patient¿s receiver displayed 47 mg/dl. The patient was treated with glucagon then a blood glucose (bg) was performed which was 29 mg/dl. The patient was transported to the hospital where she received additional glucagon, monitored, and released from the emergency department (ed) later that day. The sensor insertion site, date, time the patient regained consciousness, or other event details were not provided. At the time of the report, the patient as doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).